Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction could have contributed to the reported hyperglycemia. The customer reported that the cannula may have dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider" and "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery". It also warns, "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery".

Event description:
The customer reported that her blood glucose results were in the normal range all day on (B)(6) 2013. She stated that when she woke up on (B)(6), her blood glucose result was 314 mg/dl. When she gave herself a correction bolus, she fell insulin dripping down her back and she could smell insulin. She checked the pod, and it was not loose but the adhesive was wet. When she removed the pod, she noticed insulin on the cannula.